Event description:
It is reported that the customer had high blood glucose levels of 232 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive. The customer reported receiving the button error from the insulin pump when she attempted to do a bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage noted on keypad traces. No ramping numbers noted on the display. All buttons function properly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.